Manufacturer narrative:
Clinical evaluation performed by medical affairs director: partial hip revision surgery occurred 5 years and 11 months after cementless total hip arthroplasty in a (B)(6) heavy ((B)(6)) patient. Radiographic images show regions of reduced bone density in the proximal femur. No radiographic history is available, so the postoperative xray cannot be evaluated, but we cannot see any particular reason for this bone loss. Aseptic loosening is a possible literature described adverse event after cementless total hip replacement and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 07 february 2019: lot 123307: (B)(4) items manufactured and released on 26-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 5 years and 11 months after primary surgery, due to stem loosening.